Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately six years, six months following implant of a medtronic transcatheter aortic bioprosthetic valve (tav), the onset of valve failure was noted. Approximately two and a half weeks later a multi-detector computed tomography was performed. Structural valve deterioration was confirmed; severe paravalvular leak was the primary mode of valve failure with severe hemodynamic valve deterioration. This was characterized by a new occurrence or an increase of >=2 grades of intra-prosthetic aortic regurgitation and moderate central aortic regurgitation resulting in >=severe ar. The patient was hospitalized at an unknown date due to the issue. The patient was enrolled in a clinical study with existing, baseline valve failure to determine whether a redo-transcatheter aortic valve replacement procedure, tav-in-tav, was appropriate. Twenty-five days after the CT was performed, the patient was treated with re-intervention for the failed tav. A non-medtronic (edwards) valve was implanted within the medtronic tav. No patient complications were reported as a result of this event.